Event description:
(B)(4) clinical study. It was reported that a cerebral infarction occurred and the patient died. The patient presented with unstable angina (braunwald classification iiic) and silent ischemia and was referred for cardiac catheterization. There was a 100% stenosis and thrombus noted in the target lesion in the proximal left anterior descending artery (lad) with timi flow 0. The target lesion was found to be bifurcated at 1st diagonal which was subsequently treated using a kissing balloon technique.. The 26 x 2.7mm target lesion was treated with pre-dilatation, placement of a 2.75 x 28 mm study stent, and post-dilatation. After placement of the study stent and post dilatation ¿thrombus¿ was still present in the target lesion with a residual stenosis of 0% and timi flow 3. Four days later a cerebral infarction occurred which was treated with medication. The same day the patient died.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the thrombus noticed in the target lesion post index procedure was a ¿residual thrombus¿ and not an ¿acute development of new thrombus.¿

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).